Manufacturer narrative:
H11: additional manufacturer narrative: d6a. If implanted, give date: the implant date is known only as "2005". Therefore, 31 dec 2005 is being used to calculate the minimum implant duration. D6b. If explanted, give date: the valvuloplasty date is known only as "2014". Therefore, (B)(6) 2014 is being used to calculate the minimum implant duration. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from italy, it was known that a patient with a 21mm perimount valve of unknown model implanted in pulmonic position underwent a interventional cardiac catheterization in which the dilation of the pulmonary valve prosthesis was performed by percutaneous balloon valvuloplasty with catheter balloon valvuloplasty (cbv) 23x45 mm, after an implant duration of at least eight (8) years due to pulmonary regurgitation, that slightly increased after the reintervention.

Manufacturer narrative:
The following sections were updated/corrected/added: h6 (impact code, investigation findings and investigation conclusions). H11: additional manufacturer narrative. The device was not returned for evaluation an its remains implanted. Regurgitation is a common manifestation of bioprosthetic valve and valved conduit dysfunction. Common intraoperative factors that may cause or contribute to acute postprocedural regurgitation include device distortion; device interaction with patient anatomy or other devices; leaflet damage, and incorrectly sized valve seated. Non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis may also cause or contribute to acute post-procedural regurgitation. Complaints reported with regurgitation as the primary complaint code are not typically attributed to manufacturing-related nonconformances based on the information available, the most likely root cause is patient factors, including congenital heart disease (ventricular septal defect and pulmonary valve stenosis), implant in off-label position and young age at implant. Since no edwards defect was identified, corrective or preventative actions are not required.